Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. The insulin pump was unable to perform the excessive no delivery alarm test due to prime anomaly. The insulin pump had minor scratches on lcd window and cracked case near display window corners.

Event description:
The mother reported via phone call that there was a no delivery alarm on the insulin pump. Customer's blood glucose was 249 mg/dl. The mother stated they have changed the infusion set several times, but the alarm was recurring. The mother also reported they have tried all remedies for the no delivery alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.